Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced a pseudoaneurysm and a hematoma. The case was completed with cryo. No further patient complications have been reported as a result of this event. The patient was part of the (B)(6) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Under duplex echo, a thrombin injection was administered to treat the hematoma and pseudoaneurysm. Additional information received indicated that the patient had an extended hospitalization.